Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the reported plate part and lot number combination. A complaint database search could not be conducted for the remaining products as the lot numbers are unknown. Provided information states the patient was converted to a total knee. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain at the site of the plate, especially noticable while bending.